Manufacturer narrative:
(B)(6). (B)(4). One device was returned for evaluation. The device was visually evaluated and confirmed to broken at the tip of the device. The device threads appeared to be in good condition as no knicks or cracks outside of the break site was observed. The site of the tip break was evaluated for 10x and the tip appeared to be damaged due to heat, was deformed as if the device had melted. There edges of the break are rounded and smoothed over, and not consisted with a fracture or tear from a torsional break. The remaining portion of thread intact prior to the break site is also deformed in the same manner. The deformed material is discolored and darker than the undamaged portion of the device. Due to the condition of the returned device a full dimensional evaluation could not be performed. A review of the nonconformance database did not identify any issues with the manufacture of this lot. The root cause of the failure mode cannot be determined. (B)(4).

Event description:
It was reported that during an mcl reconstruction procedure using a biosure pk, 6 x 25mm the screw would not go deep and did not grasp when trying to fixate tendon in femur condyle. The tip of the screw broke off when it was pulled out. The broken tip could not be removed and remained in the patient. There was a procedural delay of 15 to 20 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.